Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2025. It was reported that the bands were prematurely deployed in unintended locations. The procedure was completed using an alternate device. There were no patient complications reported as a result of this event.